Event description:
Emt's responded to a documented dnr nursing home patient. The device was connected to the patient with disposable defibrillation/ECG electrodes to confirm a non-shockable rhythm. According to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. The report indicates the defib pads were changed with no change. A backup defibrillator/monitor was used with the connected defib pads, displayed the patient's ECG and confirmed asystole. The patient was not resuscitated according to the wish of their dnr order.